Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an basic evaluation (be) for nonobstructive urinary retention. It was reported the patient had a pressure like ¿labor¿, was having pain, and was hot to the touch. The family member stated the patient was ¿loopy¿ during the procedure. In addition, it was reported the patient had been sick since christmas and had several urinary tract infections (utis) that result in cdf (interpreted as c. Difficile). The patient got diarrhea 7 to 12 times a day due to the cdf. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Additional information received on (B)(6) 2018 again reported the patient had a bladder infection and was in a lot of pain throughout the night. Follow up information received on (B)(6) 2018 reported that patient had pain on their right side from the hip going down about 8-10 inches. With assistance, the patient was able to switch sides and was more comfortable at the time. Further information received on (B)(6) 2018 reported that the patient had diarrhea yesterday. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Also, it was unknown if there were any interventions/actions taken to resolve the issue and if the issue was resolved. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.